Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads dislodged due to the patient twiddled with the device. Dislodgement was discovered under x-ray and both leads did not have any capture. The leads were explanted and replaced. The patient discharged.

Manufacturer narrative:
A complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.